Manufacturer narrative:
Requests were made for the return of this device and the representative noted it was up to the hospital as the representatives were not at the case. Should additional information become available this event will be updated. The device was returned and detailed analysis is pending.

Event description:
Boston scientific received information that during a lead placement procedure this cardiac resynchronization therapy defibrillator (crt-d) defaulted to safety mode. It was reported that a bovee was used and the device had tachy mode off but was not in cautery mode. Technical services advised that this device be replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.